Event description:
It was reported that approximately three years after vena cava filter implantation, the patient presented to the hospital with chest pain, EKG changes, and pericardial effusion. Three detached filter limbs were discovered: one in the right ventricular apex, one in the lower lobe of the right lung, and one in the right hepatic lobe. The other two detached limbs were not removed. The detached limb was surgically removed from the right ventricle. The filter remains implanted. The patient was reported to be doing well following the surgical procedure.

Manufacturer narrative:
The event was reported via (B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.